Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed flow test three (3) times¿ was not confirmed or replicated. Three performance verification tests were performed: test #1 (20.8 ml), test #2 (20.6 ml), and test #3 (20.8 ml). All tests exceeded specifications. Probable cause: not found. During visual inspection, found lens scratched, seal delaminated. In addition, the device was calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed flow test 3 times. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.